Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped between levels of 45-60mg/dl. The customer brought bg levels back to target, by consuming food.

Manufacturer narrative:
'Required intervention' to 'other serious'.